Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that dissection occurred. Vascular access was obtained via the femoral artery. The 90% stenosed, 20x2.75mm, concentric, de novo, target lesion was located in the mildly tortuous and non-calcified left anterior descending artery. Following pre-dilatation, residual stenosis was 70%. During deployment of a 20x2.75mm promus elite drug eluting stent at 18 atmosphere, a dissection occurred at the proximal end of the lesion. Another drug eluting stent was deployed to cover the dissection. The patient was stable and responding well.